Manufacturer narrative:
(B)(4). Upon further investigation, it was reported the patient is recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with reflin (1 gram, frequency and route not reported) and tobramycin (dose, frequency and route not reported). The outcome of the peritonitis event was unknown. Action taken with extraneal therapy was not reported. No additional information is available.